Event description:
It was reported that the lead had placement difficulty due to the patient¿s anatomy and it dislodged during the implant attempt. The lead was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. Concomitant products: 419488 implantable pacing lead (B)(6) 2009; 6945-65 implantable tachy lead (B)(6) 2001. (B)(4).